Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer received questionable troponin t hs stat results for 3 additional patients: patient 2: on (B)(6) 2020 the initial result was 10.05 pg/ml. The repeat results were 23.67 pg/ml, 10.36 pg/ml, and 11.29 pg/ml. Patient 3: on (B)(6) 2020 the initial result was 22.13 pg/ml. The repeat results were 27.48 pg/ml and 27.35 pg/ml. Patient 4: on (B)(6) 2020 the initial result was 6.3 pg/ml. The repeat results were 10.59 pg/ml, 6.65 pg/ml, and 6.83 pg/ml. Clarification of which result was reported outside of the laboratory and if any patient was adversely affected was requested.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient from the cobas e411 disk analyzer. From the first sample from the patient, the results were 83.83 pg/ml and 83.96 pg/ml. For a second sample from the patient, the results were 18.19 pg/ml, 85.22 pg/ml, and 86.96 pg/ml. It was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 41679700 with an expiration date of 30-nov-2020.